Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Bottom part of brush head detached [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the bottom part of 1 oral-b dualaction or dual clean brushhead from a pack of 3 brush heads came detached. No symptoms were reported. The consumer had previously used this exact version of brush head. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.